Event description:
The deltaplush coil (cpl10015330/g13841) was not going through the microcatheter (details unknown).

Manufacturer narrative:
The microcatheter model was reported as unknown was not returned. Located proximally 11.0 cm off the distal tip of the green introducer, the coil was received protruding outside the sheath. The coil protrudes at the distal tip of the skive. The coil has been stretched and buckled back at the proximal section. The coil's socket ring has been bent proximally back toward the coil's soldered section. It was found that the coil's socket ring was severed at the solder point. A section of coil unraveled out of the soldered section. The proximal end of the coil was stretched. Adjacent, but distal to the stretched coil is a section of compression and buckling. The distal to the damaged section, the remainder of the coil is undamaged. The coil was returned severely damaged. The evidence strongly suggests that interference inside the microcatheter contributed to the resistance encountered during coil advancement. The source of this interference cannot be determined. It also cannot be determined if this interference was of a fixed or detached nature. In addition, without the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.